Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 31 mg/dl and has to replace their batteries on their insulin pump twice in a week. The customer reports a power error in their alarm history. The customer mentioned that they had a stroke a year ago which affected their short-term memory. The customer was treated for the low blood glucose with juice. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. It passed self-test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. The device passed the leak test. The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector or button alarms noted. The device was received with battery cap. It was not received stuck in manufacturing mode. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. The device also alarmed power loss and low battery due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board the device was monitored and functioned properly. A minor scratched display window and scratched case was noted during visual inspection.